Manufacturer narrative:
Other, other text: a1, h6: additional information received stating the unit was not in use for any patient at the time of requesting the service.

Manufacturer narrative:
Returned device was received in poor physical condition. Bottom case cracked by the battery compartment mounting post, cracked battery door, missing feet and cracked right plunger case. Visible contamination on bottom case. The drive train parts are old and worn, teflon shaving on the worm coupling assembly also plunger cable damaged. No evidence e of reported problem in event log was found. During the evaluation of the device, the pump performed the plunger tube test and occlusion test using the rate at 300 ml/hr and the reported issue was confirmed. The fault was found to be a lack of lubrication on the plunger tube. In addition, the plunger tube holding screws was loose by the carriage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had mechanical issues and the pressure for the syringe is squeaking. There were no reported adverse events.